Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was inoperable. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and ran an extended self test (est). The est failed the gas supply test and compressor leak test. The service engineer tightened the compressor filter and the unit passed all testing and operated within the manufacturer's specifications.